Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 45 mg/dl to 55 mg/dl at the time of incident. The customer¿s other blood glucose value was in the range of 200mg/dl to 400 mg/dl. The customer treated blood glucose value with manual injection. The insulin pump was on auto mode or not at the time of incident was unknown. Customer had been using insulin pump system within 48 hours of reporting the incident was unknown. The insulin pump will not be returned for analysis.

Event description:
Customer has been experiencing hyperglycemia and hypoglycemia in the last 2-3 weeks due to insulin pump issues. Blood glucose was in the 200 to 400 mg/dl range and 2-3 hours later blood glucose will be in the 45 to 55 mg/dl range. High blood glucose was treated with manual injection. Customer was advised of proper fill tubing, priming and to consult with their healthcare provider about insulin pump issues and setting.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.